Manufacturer narrative:
Device eval summary: device eval of battery sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. The cause of the battery not fully charging was a broken white wire within the battery pack where the wire attaches to the battery cells. The root cause of the broken wire has not been determined, but may have been caused by a severe shock from dropping the pack. No adverse event was caused by the detached wire. The pt received a replacement battery pack.

Event description:
A review of a (B)(4) male pt's download revealed several battery faults. Zoll customer support contacted the pt and issued a replacement battery pack.